Event description:
It was reported that the mobile power unit (mpu) began alarming a high pitch continuous tone when plugged into an outlet even without the patient being connected. Patient did not report seeing any symbols illuminated other than the green power symbol. Additional outlets were tried along with replacing the aa batteries without resolution of alarm. The alarm ceased when disconnected from the outlet and internal batteries removed. Center is requesting a warranty replacement and has the faulty unit available for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.